Manufacturer narrative:
The device in question was returned to manufacturer on april 22,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the electrode broke inside the patient. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the returned electrode was visually inspected and evaluated for signs of damage and wear. Clear evidence suggests that an attempt was made to mechanically alter the shape of the electrode hook, likely using pliers. This is supported by visible indentation marks on the insulation. One area of the insulation showed signs of thermal damage, where the insulation has melted, most likely due to excessive application time during use, resulting in localized heat buildup. The electrode is over 8 years old, and its condition reflects typical signs of aging and wear consistent with prolonged use and reprocessing. The damage to the electrode is most likely the result of user misuse, specifically mechanical manipulation and excessive activation time. Given the product's age and the identified signs of wear, the issue is considered to be use-related and not due to a product defect. No manufacturing defects were identified during the investigation. The event is filed under internal karl storz complaint ID: (B)(4).